Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia with seizures and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On approximately (B)(6) 2022, it was reported that the patient experienced inaccurate cgm values 4 days after the sensor was inserted in the arm. The patient experienced hypoglycemia with hospitalization. That morning, the cgm reading was 9.6 mmol/l. The patient´s mother found the patient with convulsions on the floor. The first bg meter reading was low. An ambulance was called, and the patient was treated by the paramedics with glucagon injection in the thigh and intensive carbohydrates (liquid). In the ambulance, after the glucagon injection, another bg reading was taken, 4.2 mmol/l. The patient was taken to the ed (emergency department), admitted to a hospital ward, and discharged on (B)(6) 2022. At the time of the report the patient was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.